Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular oversensing (nsrvo) alerts due to myopotential oversensing, which triggered pacing inhibition and pauses in the patient's heart rate. Programming changes were performed to resolve the issue. The patient was in stable condition.